Event description:
It was reported by the patient's mother that the patient needed a generator replacement, as the patient's seizures were increasing. The patient was referred for replacement. The programming history database was reviewed. Based on the programming history, the patient's generator was titrated up to therapeutic levels and the last known diagnostics were within normal limits. No anomalies were observed in the programming history data. An implant form was later received confirming that the generator was explanted and replaced due to prophylactic replacement. The explanting facility is historically known to not return explanted product per hospital policies. Multiple attempts have been made to the physician for additional information; however, no response has been received to date. No other relevant information has been received to date.